Manufacturer narrative:
(B)(4). Date sent: 8/9/2024. D4 batch #: x7015a. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The blade tip was not broken off as reported by the customer the device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The device was disassembled to verify the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x7015a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2024. D4 batch #: unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: did the metal piece was a portion of the blade tip? Unclear, it seems like the base of the blade. The metal piece was completely removed from the patient without additional intervention. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the mini bypass surgery the device worked well. During the retraction phase with the device, a part of the jaws got stuck in the tissue. According to the doctor as a result, the tissue was caught from the side, a piece of metal appeared on the side of the device in its outer axis, and this happened several times. During the operation the doctor decided to stop working with the device, and changed to a new device. The operation and surgery was successful with the new harmonic 1100 device. There were no patient consequences.